Manufacturer narrative:
Terumo cvs is aware of the event that was reported by the user facility as the organization has received reports of this nature in the past. Such reports have indicated that flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments of this matter have demonstrated that the centrifugal pumps are manufactured in accord with intended design specifications - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. As such, terumo references result code (device performs according to specifications). Terumo has issued a safety bulletin to consignees of the product to provide additional info that is designed to assist the user in securing an adequate connection between the flexible pcv circuit tubing and the inlet port of the centrifugal pump.

Event description:
On june 8, 2009, terumo cvs was informed that upon priming a cardiopulmonary bypass circuit, the flexible pvc tubing that is attached to the inlet port of the centrifugal pumphead had detached and priming solution had leaked from the circuit. The user facility reported that the pump was changed out prior to initiating the bypass procedure and that there was no pt involvement in this event - as it occurred during the set-up and preparation of the bypass circuit.